Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed, and an exception was recorded related to the supplier tubing lot. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
The account alleges that during access for an intravascular procedure, the introducer hub detached from the introducer when removing both, the access wire and the introducer from the access sheath. No patient injury to report.